Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device to the lot number.

Event description:
It was reported in a user facility medwatch report: "when using percutaneous tracheostomy cook per trach tray, air was not being held when inserted into cuff through pigtail. Information provided by the customer revealed that the patient involved in this report was scheduled to be extubated, however, the failure influenced the end clinician to extubate the tube sooner than planned. Replacement of a new device was not performed since extubation was scheduled prior to the detected failure.